Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the sensor diaphragm is broken. Thick residue covering case and sensor area. Received catheter tied in a tight knot with suture. Severe kinks and bends along catheter body. Label adhere to codman connector label with "488" markings. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
E-mail received from the affiliate informed that: "the patient is male, (B)(6), had traumatic cerebral hemorrhage. On (B)(6), he was treated with blood clot removal and icp sensor implantation. On (B)(6) morning, he had MRI, but 10 pm that night, the machine kept alert 'need p-0'. On (B)(6), changed machine and cable, the machine still kept alert 'need p-0'. E-mail received from the affiliate on (B)(6) 2012, informed that the microsensor was removed and was not replaced with another. No adverse consequences to the patient reported. (B)(4).